Event description:
Customer called to report multiple sensor issues on the insulin pump. It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was between 40-120mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. One of two sensors failed due to sensor needle bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. One remaining sensor passed per specification with accurate readings.